Manufacturer narrative:
The insulin pump was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery life or low battery alert noted during testing or in the device trace download. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The insulin pump passed the keypad voltage test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons seem less responsive than when the insulin pump was originally purchase. The insulin pump had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.